Manufacturer narrative:
Method: the sample has not yet been received, but was reported to be available. Results: once the sample is received the sample will be evaluated and investigated. As no lot number was reported, the device history record could not be reviewed. Conclusions: a follow-up report will be filed when the investigation and evaluation is complete. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
Drug/diluent: marcaine o 5%. Fill volume. Not applicable. Flow rate: not applicable. Procedure: left knee revision. Cathplace· unknown. Date of surgery: (B)(6) 2013. Nurse reported that there was a catheter break. Upon removal of the catheter ((B)(6) 2013), no one noticed that catheter had broken and that the broken piece was left in the patient. The home health nurse noticed there was something on the patient's dressing the next day. The home health nurse gave the hospital nurse the broken piece of the catheter from the patient's dressing. The patient's chart was noted that upon removal of the catheter, it had the black tip. The broken piece had surfaced on its own it was reported that the patient had no injuries or complications and no medical intervention.